Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device is not expected for return, as the device was discarded, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The investigation is in process.

Event description:
It was reported the patient underwent an elbow arthroplasty revision due to wear of the polyethylene bearing. The length of time the bearing was implanted is unknown. The bearing was removed and replaced. Attempts have been made to obtain additional information however further information is not available at this time.